Event description:
It was reported that the patient with this pacemaker experienced asystole. Upon review, it was found that the pacemaker was operating in safety mode. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.